Manufacturer narrative:
Follow-up # 1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2013 with the following findings: the pump was returned with visible moisture behind the display lens and a leak was found in the pump casing between the display lens and the case seal. The pump powered on with a blank display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
(B)(6) 2013, the reporter contacted animas alleging that the display screen was blank after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.